Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. On 05/22/2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter reading was taken for comparison. The patient was experiencing lethargy and disorientation. The patient drank orange juice as treatment. The following day, on (B)(6) 2025, the patient called her doctor and was advised to test her bg meter reading, which was over 600 mg/dl while the cgm was still reading low mg/dl. The patient¿s nephew took the patient to the doctor¿s office to have her checked. At the doctor¿s office, the patient¿s bg meter reading was high mg/dl. No cgm comparison value was reported at this time. The patient stayed for an unspecified time in the doctor¿s office for observation. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The patient contacted his doctor on (B)(6) 2025 and the was advised to check his bg meted and it was found that it fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.